Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the devices are not infusing accurate rates for intermittent infusions. This is mainly isolated to the inpatient oncology units. The facility reporter tested devices at specific rates (50 ml/hr. For 4 hours) and filled the bag to the 200ml, at the end of the 4 hr. Infusion, there was a ¿substantial fluid remaining. ¿the amount of fluid remaining was not provided by the customer.